Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. This device system remains in service.